Event description:
It was reported that insulin squirted out during the manual prime. The numbers did not appear on the screen, and no beeps were heard. It was also stated that the drive support cap was protruding from the case. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.